Event description:
A report was received that the patient's stimulation was causing more pain. It was stated that the pain was procedure related. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure per physician's preference. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-2218-50. Serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient's stimulation was causing more pain. It was stated that the pain was procedure related. The patient will undergo a lead revision procedure.